Manufacturer narrative:
(B)(4). The sample has been received for evaluation. Upon the completion of the evaluation or if any relevant additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Event description:
It was reported to baxter (B)(4) that a pump/gravity continue plus set leaked from a hole in the set. This event occurred during patient use. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample evaluation: the actual sample was received for evaluation. The customer's reported condition was confirmed during visual inspection and pressure testing. The root cause could not be identified.additional information. A batch review could not be performed as the lot number is unknown.